Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. The battery compartment cap was also gritty. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was cracked from threads down to the case seal. There was moisture/corrosion observed in the battery compartment. The returned battery cap was undamaged and able to fit, however, a power loss occurred. A leak test failed revealing a battery compartment leak. A test battery cap was used to complete the 24-hour testing with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.